Event description:
It was reported that the patient was having difficulty charging and could only do so by applying pressure to the implantable pulse generator (ipg). The patient was re-educated with charging techniques but was unable to resolve the charging difficulty. The patient underwent an ipg repositioning procedure in which the ipg was made less shallow. The charging difficulty has been resolved and the patient is doing well post-operatively.